Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was confirmed that the image of the subject device was black only. Also the others were found as follow; the cable boot was damaged. Inside the camera head was found corrosion. It was found the camera cable break. The rotation of ccd was too stiff. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from the service department of oekg, omsc determined there was the possibility this phenomenon was attributed to the user handling. It might have occurred due to the failure of the cable unit of the subject device with applying of pressure such as torsion by the user. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the image of the subject device was black only. The occurrence date of the event is unknown. There was no patient injury associated with this report.